Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the footswitch to operate the sternal saw stopped working. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was identified by the user facility's biomedical engineer (biomed). The biomed ordered a replacement footswitch and will return the unit clinical use after installation of the new footswitch. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.